Manufacturer narrative:
The reported event of ¿helix got distorted¿ was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.